Event description:
It was reported that during a pta treatment procedure to dilate a calcified, 90% stenotic lesion in the right superficial femoral artery, removal difficulties were encountered. The balloon had been inflated three times to 10 atm's. During removal of the balloon catheter, the physician encountered resistance. The physician felt that the balloon did not rewrap tightly enough making it difficult to remove. The procedure was completed using another balloon catheter. The procedure was successfully completed. The patient is reported as 'ok' following the procedure; no injury or complications were reported.